Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(type of investigation).

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas gain alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
Gas gain alarm occurred,catheter brand was insightra. Esp personnel explained that was not our catheter and troubleshooting would be general in nature. They were pressing iab fill and it would start up again, but then it would alarm again. Reminded him to check the helium tubing under the drape and the connection points.